Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of samples exhibited poor plasma where plasma is hazy causing sampling errors on their automated instrument for lipemic samples or clot/aspiration errors when no clots are found and unspecified erroneous results. For poor plasma, samples are manually processed and are re-centrifuged which clears up the plasma. For erroneous results flagged by lis system, upon repeat results are normal. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9.: device available for evaluation: yes. H.3.: device eval by manufacturer? Yes. D.9.: returned to manufacturer on: 23-apr-2025. Investigation summary: bd received six samples for investigation. These returned samples were visually inspected with no issues identified. 100 retention samples were also visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of april 2025. At this time, further testing is not indicated. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: lot 4318902: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (erroneous results-lactate dehydrogenase, poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All visual observations, including lipemia, of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for poor plasma or erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, an unspecified number of samples exhibited poor plasma where plasma is hazy causing sampling errors on their automated instrument for lipemic samples or clot/aspiration errors when no clots are found and unspecified erroneous results. For poor plasma, samples are manually processed and are re-centrifuged which clears up the plasma. For erroneous results flagged by lis system, upon repeat results are normal. There was no health impact or consequences reported.